Event description:
It was reported that the patient underwent a surgical procedure to explant this artificial urinary sphincter (aus) due to recurring incontinence secondary to urethral atrophy at the cuff site. All components were removed and a new aus implanted. There were no patient complications. The explanted components are not expected for return. A supplemental report will be filed should additional information be received.